Event description:
Per the clinic, the patient experienced pain and a magnet dislodgement during an MRI. The patient's head was not wrapped as recommended by cochlear. Surgery to replace the magnet has been completed on (B)(6) 2022.